Event description:
Healthcare professional reported, "right side rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: opening, crease fold, underweight. A microscopic analysis was performed which identify, crease sharp, stress mark, wear abrasion. Based on the device analysis, the final assessment is: a crease sharp in the radius side assessed, as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "right side rupture". Device has been explanted.